Event description:
It was reported that during surgery to implant the device, the surgeon was able to place the right side anchor, but had trouble placing the left side anchor. Several attempts were made, but the introducer was destroyed. When the sling was removed, the anchor was damaged and part of it remained in the patient. A new kit was used to complete the procedure. Several days after the surgery, the patient is experiencing the groin and leg pain, which the doctor believes is nerve pain.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.